Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation.

Event description:
Boston scientific received information that this brady lead was attempted at a device implant. The lead was placed and exhibited poor sensing and high pacing thresholds. The lead was repositioned and there was difficulty extending the helix. The lead was removed and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this brady lead was attempted at a device implant. The lead was placed and exhibited poor sensing and high pacing thresholds. The lead was repositioned and there was difficulty extending the helix. The lead was removed and a new lead was successfully implanted. No adverse patient effects were reported.